Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device would not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.